Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid or particulates within the cassette compartment. In addition, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. During treatment setup, an ¿lf29 - drain line is blocked¿ alarm occurred. The treatment test would not advance and the test had to be cancelled. Troubleshooting of the error showed that control valve 9 (drain block) was not deflating (or opening). Therefore, valve 9 was replaced. During a subsequent treatment test, an ¿lz53 (m71.2 pressure leak)¿ alarm occurred, during drain 4. This error was resolved by replacing control valve 10. An ensuing simulated treatment post-accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the simulated treatment. The cycler underwent and passed a mushroom head check, a system air leak test, and a valve actuation test. There were no discrepancies encountered during the internal cycler inspection. There was no visual evidence of fluid found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver reported to technical support (ts) that a fluid leak occurred during the patient¿s pd treatment. Prior to discovery of the fluid leak, there were multiple ¿drain line (dl) is blocked¿ alarms. The patient was in dwell 1 when the caregiver contacted ts for troubleshooting assistance. They were unable to clear the alarms and decided to cancel the treatment. When the caregiver opened the cycler door to remove the cycler set, fluid was observed leaking out. The caregiver was unable to identify the source of the leak, and they did not notice any damage on the cassette. The ts representative advised them to discontinue use of the cycler and a replacement cycler was ordered for the patient. Upon follow up with the caregiver, it was reported that the patient did not complete their treatment. The caregiver was new to the home dialysis process, and they did not learn how to perform manual exchanges until the day after the leak occurred. The caregiver confirmed there were no symptoms or other issues due to the incomplete treatment. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. The patient received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded. The caregiver was unable to provide a lot number for the cycler set.